Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damaged keypad trace. No button error alarm. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. No moisture damage on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that she accidentally dropped the insulin pump into the toilet and then it alarmed button error. Blood glucose value was 125 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.